Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per follow up from the customer, the nurse on site ordered an increase of the patients target hematocrit. This did not include any unplanned medications. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information.there was no medical intervention for this event, only standard run adjustments. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer alleged medical intervention but did not provide additional details. The following details of the procedure were provided, at the beginning of the priming of the tubing (with the blood), the following alarm was triggered: the cell concentration in the plasma tubing was higher than expected alarm. The doctor increased the target hematocrit, but it didn't work. The machine was changed using the same data: the exchange was completed without incident. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer alleged medical intervention but did not provide additional details. The following details of the procedure were provided, at the beginning of the priming of the tubing (with the blood), the following alarm was triggered: the cell concentration in the plasma tubing was higher than expected alarm. The doctor increased the target hematocrit, but it didn't work. The machine was changed using the same data: the exchange was completed without incident. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Lot number, manufacture date and expiry date are not available at this time. Investigation is in process, a follow-up report will be provided.

Event description:
The customer alleged medical intervention but did not provide additional details. The following details of the procedure were provided, at the beginning of the priming of the tubing (with the blood), the following alarm was triggered: the cell concentration in the plasma tubing was higher than expected alarm. The doctor increased the target hematocrit, but it didn't work. The machine was changed using the same data: the exchange was completed without incident. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in a.2, a.3a, a.4, b.7, d.4, h.6 and h.11. Investigation: per follow up from the customer, the nurse on site ordered an increase of the patients target hematocrit. This did not include any unplanned medications. Investigation is in process, a follow-up report will be provided.